Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/5/2020. Additional information was requested and the following was obtained: what was indication and date for initial skin closure procedure? Skin closure. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal did the operating surgeon observe any suture deficiency or anomaly before and during initial surgery? No. Other relevant patient comorbidities/ concomitant procedures? No. What was the appearance of the suture during the second procedure? Normal. What is the current patient status? Patient is fine. The following information was requested but unavailable: the patient demographic info: gender, age, weight, bmi at the time of index procedure? What was the location of suture placement? On what tissue was the suture used? What was a wound size? How was the suture placed (interrupted or continuous)? What is physician¿s opinion as to the etiology of or contributing factors to this event (scar opening 2 weeks post-op)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d10, h6. Additional h-3 summary: it was received for analysis two unopened samples of product. The complaint sample was not received for evaluation. Two unopened samples were examined for visual defects. The packets were opened and during the visual inspection the sutures were correctly placed on folder and the sutures were dispensed without problems and examined along of the strands and no defects, damaged on suture or surface could be observed. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to samples condition, no defects were observed this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). (B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a subcutaneous and intra-cutaneous skin closure procedure in 2020 and the suture was used. It was reported that the suturing opened two weeks later. Scar tissue opened and sutures can be seen inside wound. No inflammation was observed. The suture remaining material was removed and wound was re-closed.

Manufacturer narrative:
Date sent to the FDA: 07/16/2020. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender, age, weight, bmi at the time of index procedure? What was indication and date for initial skin closure procedure? What was the location of suture placement? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was a wound size? How was the suture placed (interrupted or continuous)? How was the suture tied? Did the operating surgeon observe any suture deficiency or anomaly before and during initial surgery? Other relevant patient comorbidities/ concomitant procedures? What was the appearance of the suture during the second procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event (scar opening 2 weeks post-op)? What is the current patient status? If product will be returned, please specify return date, tracking information? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.